Event description:
Boston scientific crm received information that this device had no telemetry. It was reported the device was pacing at vvi 65, and the patient had third degree heart block and had experienced syncope. Several troubleshooting attempts to interrogate the device were unsuccessful. A boston scientific technical services (ts) consultant stated the device behaviour was consistent with a power on reset. The device was explanted and replaced.

Manufacturer narrative:
The device is expected to be returned for analysis. This report will be updated if additional information becomes available.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Upon receipt at out post-market quality assurance laboratory, analysis confirmed the device could not be interrogated with a programmer. Engineering tools were used to analyze device memory. The device had multiple resets memory corruption. Visual inspection noted no damage to the device case or header. An x-ray of the device found part of the accelerometer had broken. The damaged accelerometer part was isolated and device software was reloaded. The device was able to pace and sense with the accelerometer isolated. Analysis concluded the broken accelerometer part most likely caused short circuits in the device, leading to resets and memory corruption.